Event description:
The trumatch block created an anterior slope not posterior which caused the insert to spin out causing a 1 hour extension in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.